Manufacturer narrative:
E1: facility name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an e226 (scope communication) error. The event occurred during preparation for use of a diagnostic retrograde intrarenal surgery. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e226 (endoscope communication error was the rx module failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information of the results of the final investigation. Updated fields: d4; d8; d9; g3; g4; h11. Corrected fields: e1. In addition, the following reportable malfunction was identified during the device evaluation: image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the subject device exhibited no image was displayed. There was no patient involvement.